Manufacturer narrative:
Device received with cracked battery tube thread noted. The test reservoir was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the plastic piece chips off when changing out reservoir. The blood glucose of the customer was unknown. The customer declined to speak with technical support. The device will not be returned for the analysis.